Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue; cracked battery cap and cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: review of the black box data revealed unexplained power on reset recorded. On examination, the battery compartment was cracked and the returned battery cap had stripped threads and was not able to attach to the pump properly. Power on reset was duplicated during investigation using the damaged battery cap. A new test battery cap is able to carefully attach to the pump and was used to complete a 24 hour duration test; no power interruptions were duplicated. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be dim/faded and discolored.